Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl resulting in the customer losing consciousness. Reportedly, the continuous glucose monitor (cgm) signal disconnected, and the pump continued insulin delivery as intended when no sensor session is active. The customer's wife disconnected the customer from the pump and contacted emergency services, and the medics administered 5 units of "glucosmon" to address bg. The customer was subsequently admitted to the emergency room (ER) where healthcare providers administered intravenous glucose 5% to treat the low bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the ER on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.